Manufacturer narrative:
The device has not returned for physical evaluation. A supplemental report will be submitted upon completion of the plant investigation.

Event description:
A biomedical technician stated that at a hospital a patient's catheter became disconnected from the venous line of the combiset during treatment on (B)(6) 2015. The biomedical technician reported that a nurse and patient care technician connected the patient to start hemodialysis therapy. The patient was not connected to the blood pressure module on the machine but a nurse heard the hospital monitor alarming for low blood pressure. When the nurse checked the patient, the venous line was disconnected from the catheter venous port and blood was coming out of the tubing. The patient coded and was transfused, however expired at the hospital. The machine did not alarm. No medical records, patient information or disposable sample have been made available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the lot number was not able to be obtained to date. The reported complaint is not confirmed. A definitive conclusion regarding the compliant incident cannot be reached without physical examination of the complaint sample. Distribution records were reviewed to identify potential lots of this product sample. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
An alternate sample was investigated by the mfg plant. The lot number 15jr01161 is the only one available at the distribution center and was considered as an alternate lot to be used to attempt to confirm the alleged product problem. The alternate samples were visually inspected and found acceptable. In addition, all bonds for both the arterial and venous lines were closely reviewed and found to be properly assembled. The venous pt end connector of 24 samples was closely inspected and found acceptable with no damages. The male conical fitting of the venous pt connector was dimensionally inspected using ansi male gauge, applied 5 n of force. All the samples were found within the acceptable range. In addition, one sample was tested on the hemodialysis machine 2008t for simulated use. The sample tested worked as intended without any abnormalities during the tested period. No disconnection occurred during tested period from the pt venous and arterial connector to fistula. No defects were identified after analysis of alternate sample. Based in the investigation results, this complaint is deemed as not confirmed.